Event description:
It was reported that at implant the left ventricular lead gave muscle/nerve stimulation. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, there was blood/body fluid present on all conductors (not obstructed).